Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a silicone segment bulge in the tubing caused a malfunction alarm during an infusion, and the user was not able to continue the infusion with the event set. No patient harm was reported.